Event description:
A portion of the fallopian tube and a portion of the uterus were accidentally cauterized while surgeon purposely cauterizing endometriosis at the cul-de-sac. Surgeon using an autosuture endo scissor. Cauterization occurred at the end of shaft as well as at the tip of scissor. Shaft is supposed to be insulated.